Manufacturer narrative:
B7): other relevant history unk. D4): device lot number, expiration date, serial number unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk. H6): great vessel and cardiac perforations are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A right atrial (ra) lead was present in the patient as well, but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and a spectranetics visisheath dilator sheath, significant binding and stalled progression was encountered at the superior vena cava (svc)/ra junction. Attempting to advance through the binding site, a pericardial effusion was noted via transesophageal echocardiography (tee) and the patient''s blood pressure dropped. Rescue efforts began immediately, including rescue balloon, pericardiocentesis, CPR, and sternotomy. An svc/ra junction perforation was discovered and repaired. After repair, attempts to remove the rv lead were unsuccessful, so the decision was made to abandon the lead. The lld was pulled out of the rv lead, and the lead was cut near the distal coil, with the remnant remaining in the patient. The patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person."